Event description:
It was reported that within approximately a month of implant, the pacemaker did not look like it was functioning correctly on holter because there was loss of capture. The lead was repositioned, but this did not resolve the issue. A new lead was then implanted and the loss of capture continued. A new device was then implanted and the electrogram looked to be functioning normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.